Event description:
It was reported that during an unknown procedure, the jaws could not be opened at the 1st firing when the device with closing the jaws was passed by a nurse. The device was unused for the patient. Before that, the device with closing the jaws was passed by a nurse and the doctor checked the opening and closing of the jaws, but the device was returned to a mayo table. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis found that one device was returned in good visual condition and with an (B)(4) cartridge reload present. The cartridge was received unfired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.